Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When you say "clip did not grip" in event description, does this mean clip is unformed or does this mean clip is applied to vessel and then comes off off vessel? Was device fired over another clip or hard structure? What type of procedure was device used on? Did scissored clip cause any damage to tissue? If so, any bleeding? If bleeding please quantify amount. Any blood products given? How was tissue repaired?

Event description:
It was reported that during an unknown procedure, the clip did not grip and if clips, it crosses. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.